Manufacturer narrative:
One (1) new list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# 4750947 was received for investigation. No mating devices were returned to evaluate with the spinning spiros. Subsequent pressure leak testing confirmed that the new device met pressure leak expectations outlined in the product performance specification. The spin feature met product performance expectations without binding. The product complaint was unable to be replicated or confirmed. A device history review for lot# 4750947 and relevant sub-components were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involves a spinning spiros closed male luer, red cap that leaked doxorubicin from the side during an infusion. The spiros was connected to a pump set from bd. There was patient involvement, exposure to the skin of the patient and nurse, as well as a delay in therapy which was not critical. The chemo spill was cleaned per facility protocol and a chemo spill kit was used. There was no medical intervention provided.